Event description:
Caller reports that during a correlation study, the following inform system/lab results were obtained on neonate pts: 49 mg/dl/26 mg/dl; 18 mg/dl/10 mg/dl; 48 mg/dl/23 mg/dl; 20 mg/dl/4 mg/dl; 38 mg/dl/25 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.